Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; not yet evaluated.

Event description:
It was reported that mesher produced an incomplete mesh during a cadaver lab. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher four times as documented in the repair reports.the last repair was april 27, 2017 where it was reported that the gears skip during meshing and the roller and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter eight times as documented in the repair reports. The cutter was returned with the mesher on april 27, 2017. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter four times as documented in the repair reports. The cutter was returned with the mesher on april 27, 2017. Initial qa inspection of the skin graft mesher on february 27, 2018 revealed that the gear and roller were visibly damaged. The calibration was out of specifications. The 1.5:1 ratio cutter produced a passing sample graft. The 2:1 ratio cutter produced a failing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 27, 2018 which included replacement of the roller, worn bushings, worn side plates, gear, and screws. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). The reported event was confirmed since during initial inspection the cutter failed to produce a passing sample mesh. The root cause of the incomplete mesh was due to the damaged cutter. A damaged cutter could result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.